Event description:
It was reported the pt is experiencing continual discomfort at her scs ipg pocket site. It was also reported the scs ipg pocket site is painful to the touch whether scs system stimulation is on of off. There is no redness or swelling at the scs ipg pocket site. The pt is working with her physician to determine the next course of action. There is no additional info at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.